Event description:
It was reported that the patient presented for follow up with the pulse generator exhibiting ventricular undersensing. Programming adjustments were discussed. However, no interventions were reported. The patient was stable.